Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) was bleeding, even with pressure dressing and a rash with blisters developed some days after the implant procedure. The rash spread up the neck, whole chest and shoulders. The pressure dressing was removed afterwards, and secretion was observed. The patient went into the emergency room due to the secretion and bleeding. Also, the patient tested positive for methicillin-resistant staphylococcus aureus, therefore oral antibiotics were administered. Finally, the patient was monitored for some weeks and the icm was finally removed. No additional adverse patient effects were reported.